Event description:
The customer states they had a staff infection possibly from the use of lancets. The customer was hospitalized 4-5 days. The customer stated they were using lancets for about a week at a time. Customer no longer using these lancets. A request was made for the return of the suspect device, the customer stated they no longer have the lancets.